Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the first reload fired in greater curvature during a laparoscopic procedure, the surgeon was not able to press the green button and the handle was not squeezed on the second firing. The device was replaced. There was no patient injury.